Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self-test and displacement accuracy test. Insulin pump passed the dat test at 0.08700 inches. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 52 mg/dl at the time of the incident. The customer was at 416 mg/dl before dropping low. The customer was at 87 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over over corrects and thus over delivers insulin. Troubleshooting was completed. The customer gets over night lows as their digestion is slower than usual, has diarrhoea, and lost weight. The insulin pump will be returned for analysis.